Event description:
It was reported that during a left initial total hip arthroplasty, the femur fractured during final reduction requiring a different stem and a periprosthetic femur plate system. The surgeon suspects the issue was the patient's age and bone quality. Surgical technique for the product was utilized. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Provided x-rays included a lateral left hip and a bilateral hip. However, the images are of the native hip prior to the surgery; therefore, it would not capture the event. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.